Event description:
A report was received that the patient will undergo an ipg replacement procedure due to the patient having difficulty charging the ipg.

Event description:
A report was received that the patient will undergo an ipg replacement procedure due to the patient having difficulty charging the ipg.

Event description:
A report was received that the patient will undergo an ipg replacement procedure due to the patient having difficulty charging the ipg.

Manufacturer narrative:
Correction need to follow up #1 MDR: (B)(4) 2012.

Manufacturer narrative:
Additional information indicates that the patient underwent an explant procedure. The patient is reportedly doing well. The ipg passed all visual, electrical, performance, and photographic imaging tests performed. The device exhibited normal charging and discharging characteristics when charged with recommended optimal alignment. In the data profile, it was apparent that there was an alignment issue between the ipg and the charger.